Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 398 mg/dl. The customer's expected fasting blood glucose test result range is 176 - 180 mg/dl. Customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call on (B)(6) 2019; customer stated she is legally blind and usually tests with nurse available. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 02/24/2020 and open vial date is (B)(6) 2018. Customer declined to review the meter memory as she is legally blind; result of concern of 398 mg/dl was per customer's log book.